Event description:
It was reported that the customer has been experiencing issues with her alarms. The customer can hear the alarms but cannot find the actual alarms in the alarm history. The customer did not report blood glucose level. The product is being returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).